Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was not secure. Rewind process was taking longer time to complete. Insulin pump rejected new batteries. Customer stated that insulin pump received unexplained no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected rewind anomaly or insulin flow blocked alarm/no delivery alarm noted during testing. (B)(4).